Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states, "persistent pain." This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2016-00645 / 00646). Remains implanted.

Event description:
It was reported that patient enrolled in a clinical study. Subsequently, the patient experienced stinging pain on the left side approximately nine years post-implantation. There has been no reported revision procedure to date.